Manufacturer narrative:
During inspection and testing, the adhesive part of the objective lens was found to be cracked due to chemical or physical stress. In addition, service confirmed there was leakage from the bending section due to damage, confirming the customer's initial report. Service also found the angulation lock did not work due to deterioration of the friction plate, and angulation was not sufficient due to a stretched angle wire. The universal cord sheath, connector, and control section were damaged due to chemical or physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was leaking from the bending section. There was no patient/user injury or harm reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the adhesive of the objective lens was cracked. This report is being submitted for the malfunction found during evaluation (objective lens adhesive was cracked). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. It is recommended that the user facility instruct/reinstruct the method of handling of the device regarding usage environment, et cetera. Olympus will continue to monitor field performance for this device.